Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a melted blade tip. This caused scissors to be dull. The instrument passed electric continuity. The instrument was placed and driven on an in-house system where it passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the surgeon started the case with the monopolar curved scissors instrument and noted that they were dull. An instrument of the same kind was used to complete the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was not observed during the procedure and there was no injury to the patient.